Manufacturer narrative:
The technician found the end tube was broken in half. He replaced the end tube to repair the stretcher.

Event description:
Info received indicates the siderail is not latching.